Event description:
It was identified that the customer¿s basal programming was unknown. Customer running high. The blood glucose at the time of event was 254 mg/dl. Customer treated with bolus. The basal rates were not set in the insulin pump so the customer was not getting basal insulin. The device will not be returned.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.